Event description:
Patient reported left side rupture via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, h6.

Event description:
Treatment: singulair was prescribed.

Event description:
Patient reported left side rupture (confirmed by physician). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Healthcare professional reported left side rupture via MRI. Treatment: singulair was prescribed. Device has been explanted and replaced.